Event description:
It was reported that the patient's implant had 4 channels with status "hi" and changing impedance values during telemetry measurements. Stimulation was only possible on channels 1,2,3 and 5. A CT scan showed that part of the active electrode was outside the cochlea. The patient was reimplanted 2006.